Manufacturer narrative:
The system was serviced in the field. In summary, the system passed all tests and no outstanding issues were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that while performing a t11-l3 spinal case, it was found that the first screw was placed correctly on the t11, but everything was "off" laterally on the left side and medially on the right side after checking the imaging for the first 5 screws placed. The site ended up aborting use of the robot. It was noted that the site was using the robotic spine reference frame. The length of extended surgical time was less than one hour. No patient complications have been reported as a result of this event. Additional information received from a manufacturer representative reported that the case was completed with navigation.